Event description:
Device 2 of 2. Reference MFR report#: 1627487-2014-20011. The pt has a thoracic and an occipital scs sys. These issues are related to the occipital sys (off-label). Reference MFR# 1627487-2014-01412 for the thoracic sys. It was reported the pt is experiencing uncomfortable heating at her occipital scs ipg pocket site along with a vibrating sensation in her abdomen while charging and the pocket site appears red after charging. It was also reported the pt is experiencing pain, discomfort and tenderness at the ipg pocket site upon "leaning against" or "pushing back" on the ipg site. The pain is unrelated to stimulation. The pt declined the charger exchange. Surgical intervention might be taken to resolve the issues at later date. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This charger model was included in a field correction. Corrective and preventative action (CAPA) investigation was performed. Result: pocket heating was confirmed. The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charing of shallow implanted ipgs and that all chargers were capable of elevating heating. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.